Event description:
Customer stated, he was getting negative and low results for glucose and total protein, he is not certain how many patients were affected. The following discrepant glucose result was provided: initial glucose result was 63 mg per dl, same sample repeated on this cobas 6000 gave glucose result of 90 mg per dl. Customer stated no erroneous results were reported, no patients affected. Customer cleaned the sample probe and checked the reagent probes which resolved the issue.